Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during procedure, after making about 45 seals, alarm was heard suddenly. The generator indicated tactile switch was being activated, but the hand piece switch did not seem to be pressed. The handle also did not seem to be squeezed. The handle made crack sound upon squeezing a few times. New device was opened to continue. No patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. If information is provided in the future, a supplemental report will be issued.